Event description:
The user facility biomedical technician (biomed) reported to fresenius technical services that the 5008x machine alarmed with a ¿device fault¿ alarm during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the clinic manager (cm). The reported issue occurred approximately 10 minutes after treatment initiation. The clinic staff attempted to rinse back the patient¿s blood however the machine also powered down which clotted the system. The patient¿s estimated blood loss (ebl) was approximately 150 ml. No serious injury or required medical intervention resulted from this issue. Treatment was restarted and successfully completed on a different machine with new supplies. Further follow-up was obtained from the biomed. The machine was pulled from service following the reported event. The issue did not reoccur during testing. No parts were replaced. The machine was returned to service following evaluation.

Manufacturer narrative:
(G8) two unique mdrs were assigned the same MFR number, however they are not related, therefore a new MDR is being submitted to capture one of the events. Plant investigation: a physical evaluation was not performed during this investigation. However, machine files were provided and reviewed. The files indicate that the failure was detected by the device and an alarm was generated. Based on this information, the manufacturer determined that the device performed in accordance with product specifications. A device history record (DHR) in this instance is not required. Treatment was started without continuous heparinization. It is not known whether a heparin bolus was administered prior to the reported event. The instruction for use (IFU) sw 4.82 was reviewed and performing a manual reinfusion is adequately described. There is no apparent direct connection between the device fault and the clotting of the patient's blood.